Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The handle is broken.

Manufacturer narrative:
Examination of the returned device confirms the reported event of handle end cap breakage. Previously, seven pinnacle straight impactors (p/n 221750041) were evaluated by metallurgy. Like the other impactors evaluated, this one was fractured through the pinnacle impactor end cap (p/n 221750018). The distal fracture surface of the end cap was examined using stereomicroscopy and scanning electron microscopy. On the basis of these observations, this impactor fractured in the same manner as those previously evaluated. The impactor was repeatedly loaded in rotating bending fatigue beyond the material limit resulting in fatigue crack initiation and propagation with mixed-mode overload final fracture of the material. No evidence of manufacturing or material defects was observed that could contribute to the failure of these components. Based on the performed investigation, corrective action is not needed at this time. Continue to monitor via (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Additional narrative:

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The reported device was not evaluated. A complaint database search on the provided product code identified similar reports for handle breakage. Previous investigations found design is attributed to the handles cracking; (B)(4) was implemented on january 3, 2008 to change the material from radel to aluminum. Recently, (B)(4) was implemented that further changed the material from aluminum to overmoulded silicon. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Continue to monitor via (B)(4). Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.